Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the sealing cycle began, there was a steam, an end tone was heard but no regrasp alarm. However, the vessel was not completely sealed. There's not much bleeding, just sometimes a little bit oozing. Once the surgeon found it hard to completely seal the vessels, the jaws were frequently cleaned approximately every 10-15 minutes. Another hand instrument was used instead. There was no patient injury.